Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported shortly after implant they noticed that their device was not working for their bladder at all, only for anal leakage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patients implant was dead and was going to have it replaced soon. They explained they had issues with their device and that it didn't work at all which had started about two weeks after receiving the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.